Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Reportedly, the cartridge was cracked/damaged. The customer's blood glucose (bg) level was over 200 mg/dl. However, the exact value was not provided. The customer changed the cartridge, resumed insulin delivery, and delivered a bolus via the pump to address the bg level.